Event description:
At follow-up, lead dislodgement was observed. The lead was explanted when repositioning was unsuccessful. The lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.